Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the fourth firing on a laparoscopic right hemicolectomy, when the device was taken out and the opening and closing of the jaws was checked, the handle was able to be used with the indicators all green. At the time the jaws were closed, excessive force indicator was displayed on the handle. It was also stated that the reload was not fired, but procedures remaining was found to be displayed 0. The product was not used for patient. There was no patient injury.